Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The reaction consisted of a rash with redness, pimples, dry skin, itching sensations, and a scar at and around the sensor patch adhesive. After the event the patient applied prescription topical cream to the area. No additional patient or event information is available.